Event description:
Pt was having a CT of abdomen for left upper quadrant pain. A 20-gauge IV was started in the right antecubital. Pt's test was started and injection was started. As the IV injector was finishing the injection, the syringe broke. A small amount of contrast splashed on the pt. The end of the syringe came off and hit the gantry with force. Pt was not injured. Injection was 100 cc of isovue 300 at a rate of 3 cc per second. Supervisor states correct set-up and power injector procedures were followed. Syringe broke at location of manufacturing seam.